Event description:
It was reported that the ventilator generated a technical error code indicating a communication error on turning on and failed the the internal test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error on turning on and failed the the internal test during pre-use check. The ventilator was investigated by our field service engineer (fse), the reported event: ventilator generates system communication error and turbine communication error after failing upgrading to software version 4.4. After changing the control printed circuit board (pcb) and turbine module, the ventilator passed all functional and safety test and was cleared for clinical use. The return department has investigated the control pcb and update it with v4.4 software in the reference ventilator. No fault found. The turbine module was investigated and after successful installing software 4.4 the turbine is now fully functional without any alarms. The root cause for the reported issue could not be determined.